Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The observed link detachment would appear similar to a posterior needle to cuff miss; therefore, the reported posterior cuff miss is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.